Manufacturer narrative:
The reported clip opened while locked could not be replicated in a testing environment due to the device returned condition (clip not returned). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. Based on the information reviewed, a cause for the reported clip opened while locked in this incident could not be determined. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened upon deployment, requiring an additional clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip was implanted successfully. During preparation of the second mitraclip ntw clip delivery system (cds) per the instructions for use (IFU), the lock established the final arm angle with no issue. The cds was advanced to the mitral valve and a good grasp was obtained. However, on deployment the clip opened to about 90 degrees, but remained stable on the leaflets. A third clip was advanced to stabilize the second clip. Three clips implanted, reducing <1. No additional information was provided.